Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a revision of the implantable neurostimulator (ins) a year after implant due to difficulty charging the device. After the revision, the patient noted that the ins would charge sometimes and other times the patient would experience intermittent coupling issues and communication issues, and stopped charging the device about a year prior to the report. An overdischarge was suspected but the manufacturer¿s representative was unsure if this was the patient¿s first or third overdischarge. The patient was scheduled to meet with the manufacturer¿s representative regarding difficulty charging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced significant weight gain and was unable to get good coupling. The manufacturing representative met with the patient and performed three power on resets (pors) to no avail. It was determined with the physician that the device was too deep and a revision would be required. The patient had no stimulation due to this issue.